Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc was returned for evaluation. A microscopic observation revealed a longitudinally aligned split along the extrusion line of the catheter between the 5 cm and 6 cm depth marker. A granular fracture surface was observed. Because the fracture was observed at the defined kink near the insertion site of the catheter, the complaint is confirmed and was determined to be use related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported that the patient attended op department for review of PICC and antibiotic administration as arm swelling noted with previous administration. PICC assessed and treatment commenced. Fluid leakage from insertion site noted. Fracture suspected and PICC removed. Split in PICC at 5.5cm. PICC secured with subcutaneous anchor on the tapered end. 4fr used over larger tapered end of catheter. Additional info 07/25/2023: the only issue for the patient was that their treatment was delayed until a new PICC was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported that the patient attended op department for review of PICC and antibiotic administration as arm swelling noted with previous administration. PICC assessed and treatment commenced. Fluid leakage from insertion site noted. Fracture suspected and PICC removed. Split in PICC at 5.5cm. PICC secured with subcutaneous anchor on the tapered end. 4fr used over larger tapered end of catheter. Additional info 07/25/2023: the only issue for the patient was that their treatment was delayed until a new PICC was placed.

Event description:
Customer reported that the patient attended op department for review of PICC and antibiotic administration as arm swelling noted with previous administration. PICC assessed and treatment commenced. Fluid leakage from insertion site noted. Fracture suspected and PICC removed. Split in PICC at 5.5cm. PICC secured with subcutaneous anchor on the tapered end. 4fr used over larger tapered end of catheter. Additional info (B)(6) 2023: the only issue for the patient was that their treatment was delayed until a new PICC was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.